Event description:
It was reported that label error occurred before use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter. "There were no labels on the edta collection tubes in 15 samples. Unable to use product." 15 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for missing label with the incident lot was observed. Evaluation of the customer samples was performed and missing label was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that label error occurred before use with a bd vacutainer® k2e 10.8mg plus blood collection tubes. The following information was provided by the initial reporter, "there were no labels on the edta collection tubes in 15 samples. Unable to use product." 15 occurrences were reported.